Event description:
Surgeon at hospital, reported an infection after performing a chiari procedure in which duraseal was used. Patient developed an infection and was reoperated. Confluent surgical made several attempts to obtain more information regarding this complaint incident. A confluent representative met with surgeon who reported that the surgeon did not attribute the infection to the use of duraseal. The patient recovered without further incident.

Manufacturer narrative:
Surgeon at hospital, reported an infection after performing a chiari procedure in which duraseal was used. Patient developed an infection which required a re-operation. The reporting surgeon did not attribute the infection to duraseal. The patient recovered without further incident. Bench-top testing has shown that duraseal does not support microbial growth.